Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was online. A technical support specialist (tss) reviewed the case by checking the station status and confirmed that the station was online and accessible remotely. The tss noted a delayed follow up due to unsuccessful attempts to contact the assigned user after taking over the case. As part of the root cause analysis request, the tss determined that the issue was caused by an windows operating system process that initiated an unexpected shutdown. The tss also identified conflicting system errors related to secure boot certificate updates and potential file corruption, which can cause system instability. To address this, a system file check was performed to verify file integrity, and no corrupted files were found after the shutdown and resolved the issue. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit experienced a power outage and could not be turned on. However, there were no delays or adverse events or injuries reported based on this event.